Event description:
It was reported that two promus stents were implanted on (B)(6) 2011. The patient died on (B)(6) 2013 due to unknown causes. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. In this case, a conclusive cause for the death and the relationship to the device, if any, cannot be determined, however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Additional information reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery with 95% stenosis. At the time of the procedure, the patient was taking 81mg of aspirin, twice a day. He was also taking of 75 mg clopidogrel, once a day. On (B)(6) 2011, a 2.5 x 12 mm promus stent was implanted in the right posterolateral (rpl) vessel to treat a 95% stenosed lesion. No further information could be obtained.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.